Event description:
It was reported that there was a product performance issue with the lead. Information from the clinic indicated that during a routine generator change the lead became dislodged in the patient and the physician chose to replace the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor (not obstructed), there was tissue on the distal electrode, the outer insulation was breached cut and the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4).